Event description:
The customer's father called to report that his son experienced high bg's (greater than 250mg/dl). There was neither a report of an alarm, nor a kink or blood in the cannula. The pod will be returned for evaluation.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels, and was able to start a new pod successfully.